Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that ¿the image becomes white, and the screen is not visible¿ because the lens is adhesively detached, which results to leakage into the lens due to penetration of the product, causing the image to become cloudy and blurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During inspection of the device, it was found that the image was not visible due to whitening. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported on behalf of the customer that after the intended procedure, when the optical viewing tube was removed from the scope mount of the camera head the lens of the hd camera head became dislodged. The customer pushed the lens back in and the device returned to normal state. There were no reports of patient harm or impact associated with the reported event. During the device evaluation, the following reportable malfunction was found: the image was not visible due to whitening. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.